Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2011, the patients medication was changed to oral medication and on (B)(6) 2011, antibiotics were discontinued. The patient was discharged (B)(6) 2011 with reported remission of exacerbation of interstitial lung disease. No additional information was provided. Concomitant medical products: dil cath: 3.0 x 15 mm tazuna; other: intravascular ultrasound. There was no reported product deficiency. The reported infection is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient presented with st segment elevation and troponin/creatine elevation. Elective percutaneous intervention was performed in the distal circumflex artery for treatment of total occlusion. Pre-dilatation was performed. A 3.0 x 23 xience v stent was implanted and post-dilatation was performed. Intravascular ultrasound confirmed that the stent was fully expanded. Post procedure, the patient was stable with no electrocardiogram anomaly. However, later that evening, oxygenation decrease was noted. Due to the patient's history of lung fibrosis, chest computed tomography scan (CT) was performed revealing infiltrative shadows in both lower lobes. Acute exacerbation of interstitial lung disease was suspected. On (B)(6) 2011, the patient was transferred to the intensive care unit (ICU) and steroid pulse therapy was initiated for three days. On (B)(6) 2011, CT scan confirmed infiltrative shadows on both lungs with 20% of the lung appearing to be normal. After initiation of steroid therapy, oxygenation decreased lower than 90%, although oxygen was supplied and biphasic positive airway pressure (bipap) was used. The patient was diagnosed with acute pulmonary disorder. Elaspol, panipenem betamipron, and funguard were prescribed. On (B)(6) 2011, panipenem betamipron was replaced with ciprofloxacin due to suspicion that panipenem betamipron may have initiated the deterioration of the interstitial lung disease. On (B)(6) 2011, respiratory status improved and bipap was stopped. On (B)(6) 2011, the patient was transferred out of ICU and began rehabilitation for myocardial infarction.